Event description:
Additional information was received from a manufacture representative. They reported the cause of the high impedance/max setting/unable to increase was unknown and not determined. They had a discussion with the patient about a possible lead replacement and the patient agreed. No further action or date was set for the surgical procedure. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim urge incontinence. It was reported that the manufacturing representative (rep) and the healthcare provider (hcp) were performing a routine device/system check and they uncovered high impedances readings. Electrodes 0,1,2, and 3 were all >4,000 ohms. When the checked the system they also saw a caution notice of ¿the system is operating at maximum settings. Therapy cannot be increased¿. The cause was unknown. They were also experiencing worsening baseline symptoms of urge incontinence. The issue was ongoing.